Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their procedure was rough and their back is sore. They are experiencing a lot of pain from stimulation in their vaginal area. Stimulation was too high so it was turned down and the experienced pain from stimulation went away. A day later, the patient was changed to their right side, stimulation was increased to 3.5v, and experienced pain so it was turned down. 1.1v didn't hurt, but within a minute, they were experiencing pain in their abdomen so it was turned down to 0.8v. Patient was advised to turn stimulation down if they experience any pain/discomfort. On (B)(6) 2017, patient couldn't wait for lead removal because they were miserable. On (B)(6) 2017, the patient turned their machine off. They were told their machine was probably not working anymore and was advised to turn it off. Patient then stated their healthcare provider (hcp) had a difficult time placing the lead and their leads will be pulled on (B)(6) 2017. No further patient complications have been reported as a result of this event.